Manufacturer narrative:
See regulatory report# 3004209178-2018-25181 for other implantable neurostimulator (serial# (B)(4)) involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. The patient stated her head and brain and face were hot and felt like they were burning. The patient stated sometimes it was just her head and brain. The patient stated sometimes her whole body was hot and everything was sweating. The patient wanted to know if the deep brain stimulation (dbs) was causing her brain and face to be "hot, hot, hot". The patient was redirected to follow up with the health care professional (hcp) to have the leads and ins checked. The patient stated she called the hcp who told her to call in to check for an infection. It was reported the symptoms were sudden. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating the cause of the heat and burning sensation was undetermined. No actions or interventions were taken to resolve the issue and it was unclear if the issue was resolved.